Event description:
It was reported that 2 reports were generated at 1 hour interval on (B)(6) 2016: one report at midnight and one at 1:00 am. An investigation is required.

Event description:
It was reported that 2 reports were generated at 1 hour interval on (B)(6) 2016: one report at midnight and one at 1:00 am. An investigation is required.